Event description:
According to literature source of study performed between 2017 and 2021, a total of 256 patients underwent curative surgery for colorectal cancer using double row circular stapler in 182 patients, and triple row stapler in 74 patients. Circular stapler was used for end-to-end anastomosis. Postoperative complications included anastomotic leak in 16 patients. There was no intervention reported.

Manufacturer narrative:
Title: a novel predictive model for anastomotic leakage in colorectal cancer using auto-artificial intelligence source: anticancer research 41: 5821-5825 (2021). If information is provided in the future, a supplemental report will be issued.